Event description:
Controller: MFR # 2916596-2022-15084; pump: MFR # 2916596-2022-15085.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 5 hours (25oct2022, 9:48 ¿ 14:29 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. No external power alarms were observed on 25oct2022 at 10:01, at 10:53, and at 11:56. These alarms occurred while the mpu was in use and appeared to have been caused by losses of ac power, as the rsoc steadily decreased. Each alarm resolved within the same minute of activation when power was restored to the system. No other notable events regarding the mpu were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the event were asked multiple times and no responses were received. The root cause of the observed losses of ac power was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a syncopal episode on (B)(6) 2022 at a cardiac rehab and was taken to a local emergency department. Computed tomography of the head (cth) was negative but the patient was found to be paranoid/manic, psychiatry was consulted. Per their family, the patient had a history of psych hospitalization in 2014 due to manic episode. The event log captured no external power events in (B)(6) 2022 at 10:01:12, 10:53:03, and 11:56:15 which appeared to be caused by power to the mobile power unit being briefly interrupted. Logfile showed a driveline disconnect from the controller on (B)(6) 2022 at 12:49:36.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.